Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: reported test strip lot # 0635436 was expired (expiration: december, 2008)

Event description:
The customer's son reported the customer's freestyle flash blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port, which resulted in a blank screen. The customer's son also reported he did not know when the device presented the blank screen, and although the customer experienced symptoms, the customer's son did not know when the symptoms occurred as well. The following symptoms were reported due to being unable to test: lightheadedness, upset stomach and dizziness. In addition, the customer reportedly lost consciousness. No third-party medical intervention was required. The customer's son reported the customer ate a popsicle to alleviate her symptoms. Although it was further reported the customer self-administered an increased amount of insulin to counteract the event, the reported self-treatment is inconsistent with the loss of consciousness. There was no report of death or permanent impairment associated with this event.